Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at third-party service center, a "evt_soft_power_fail" code was found in the ventilator's downloaded error log. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time. Additionally, the device's muffler assembly, air foam inlet filter, particulate filter will be replaced due to the 4 year preventive maintenance procedure. No repair was completed. Per costumer request, the device was scrapped.